Event description:
When the bravo was verified for connection to bravo capsule and box battery fully charged. After placement in the esophagus the box was working, blue light on and screen with the images. Patient in recovery room and ready for discharge. Went to go over the box with the patient and the screen was black and would not turn back on. Medtronic technical support unable to restart and case needed to be rescheduled with a new box in the future. The broken bravo removed from service and awaiting replacement to return the non-working one. The patient has to return to have the bravo re-placed.